Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years post filter deployment, CT revealed positive for caval perforation. A total of 5 prongs perforated the ivc with a maximum distance of 5mm. There was perforation of the duodenum. It was also noted that there was questionable thrombus above the level of the caval filter. Therefore, the investigation is confirmed for the perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard g2 filter was deployed with minimal to no tilt in the inferior vena cava at the level of l3 for a patient with deep vein thrombosis undergoing surgery for tibial fracture. The patient tolerated the procedure well. Approximately, one month of post deployment, computed tomography of abdomen and pelvis with intravenous contrast was performed for a patient who visited with abdominal pain. An inferior vena cava filter was observed. Around, nine years later, computed tomography of abdomen and pelvis with intravenous contrast was performed to evaluate for any filter complications. An inferior vena cava filter was positioned below the renal vein junction and no significant angulation was seen. At least 11 prongs extending out beyond the margins of the inferior vena cava up to 5.5 mm beyond the margin. Most of these extend into the retroperitoneal fat. One does project into or possibly indenting the duodenum at the junction of the third and fourth portions. There was no evidence of edema in the fat or extraluminal air or fluid collection. This was likely indenting the wall of the duodenum. One of the prongs was adjacent to a small retroperitoneal vein but was not in the vein. One extended to the wall of the aorta but not into the lumen of the aorta. The computed tomography images were reviewed by the physician and found that the superior extent of caval filter was seen at mid l2 vertebral body and inferior extent was seen at mid l3 vertebral body. A total of 5 prongs have perforated the inferior vena cava. Maximum distance prongs perforated approximately 5 mm. Approximately 1 degree tilt from left to right 0 degrees tilt from posterior to anterior side were observed. A perforation of the duodenum was also noted with questionable thrombus seen above the level of the caval filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and positioning issue of the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4 (expiry date: 05/2011), g3, h6(patient, device, conclusion). H11: h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.